Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that three access sites were used for a cardiac ablation interventional procedure in the right common femoral vein (rcfv). Prior to the interventional procedure, suture placement was attempted in the middle access site with a prostyle device using the pre-close technique via an 8f sheath hole. Reportedly, a cuff miss [suture retrieval issue] occurred. The suture of a new prostyle device was successfully pre-placed. The suture of another prostyle device was pre-placed at the second access site via an 8.5f sheath hole. The cardiac ablation procedure was completed, and hemostasis was achieved at both access sites with the pre-placed prostyle sutures. After the procedure, the third access site was successfully closed with a prostyle device via a 5f sheath hole. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.